Manufacturer narrative:
On 2/12/2019, additional information about the patient and procedure were received. It was reported the patient was a 65-year-old male who underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and endocarditis (requiring surgical intervention). 1st pericardial tap was performed 1 hour post procedure and the patient was reported to be in stable condition. It was reported the ablation to the left side had no adverse effects. The ablation at right side showed good signal at ventricular tachycardia (vt); therefore, the overall time for ablation was extended to 120 seconds. The physician commented that other potential contributing factors were: toxicity reaction to medication amiodarone (oral/tablet form) taken prior to procedure, the patient presented blue skin (side effect of amiodarone). It was also reported that 8 to 9 days after the procedure, a second pericardiocentesis was performed (non-bloody, inflammatory liquid: significant in volume representing hemodynamic compromise). The patient developed endocarditis as the pacemaker leads were infected; therefore, the pacemaker was explanted. Pacemaker re-implantation was required. Patient code 3191 (no code available) used for surgical intervention. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30089783l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. After pericardial drainage, the patient left in the hospital for 7 days and subsequently developed vegetation on pacing lead. Hospital stay was longer than anticipated. Physician¿s opinion regarding the cause of the adverse event is that it was bwi catheter related. In his opinion, the thermocool® smart touch® sf bi-directional navigation catheter is too risky for right ventricle outflow tract (rvot) and even for left atrium (la). No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was not performed during the procedure. The generator was used in power control mode at 30watts. The catheter irrigation was set at 8ml/min. The patient received anticoagulant (unspecified) with an activated clotting time (act) of >300 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu.